Event description:
It was reported that the customer had a broken charcoal belt clip. The cusotmer's blood glucose level was 400 mg/dl. The customer said she is ok and indicated that is having surgery due to chrionic sinus infection. The customer declined to troubleshoot becuase she feels it is not the insulin pump. The customer was advised tha we will issue a clear belt clip. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.